Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the lms (legal manufacturer) final investigation. The lm was unable to review the customer cleaning disinfection and sterilization (cds) processes as the questionnaire was not available from the customer. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during a preparation for use, the gastrointestinal videoscope tested positive for an unspecified number of colony forming units (cfus) of unspecified bacteria that exceeded the standards. The patient was not under anesthesia and the intended procedure was completed using a similar device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.